Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was under infusion at high volume with set of 250 per hour however 230 per hour was delivered. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.